Manufacturer narrative:
(B)(4). (B)(6)

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Event description:
The complaint states a transmitter failed error occurred. Product was provided for investigation. The allegation was confirmed. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).